Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding/heavy uterine bleeding") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016, hysteroscopy, dilation and curettage with endometrial ablation). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, dysfunctional uterine bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff continues to suffer from abdominal pain and dysfunctional uterine bleeding caused by the implantation of the essure device (please note: reported implantation date (B)(6) 2010 and hsg test for occlusion ((B)(6) 2009) are conflicting data). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: normal (normal). Hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tubes occlusion. Hysteroscopy - on (B)(6) 2016: no fibroids or polyps seen. Ultrasound pelvis - on (B)(6) 2015: normal, essure coils visualized (normal). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed dysfunctional uterine bleeding/heavy uterine bleeding and pelvic pain. She was submitted to a dilation and curettage with endometrial ablation, but her bleeding persisted. These events are anticipated according to essure's reference safety information. Abnormal uterine bleeding and pelvic pain may occur as a consequence of several gynecological conditions, including fibroids and polyps. In this particular case, patient underwent a hysteroscopy and endometrial biopsy and no alternative explanation was found for her symptoms. Considering pelvic pain and uterine bleeding can occur during essure therapy and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding/heavy uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6)2016, hysteroscopy, dilation and curettage with endometrial ablation). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, pelvic pain and abdominal pain had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff continues to suffer from abdominal pain and dysfunctional uterine bleeding caused by the implantation of the essure device (please note: reported implantation date (B)(6)2010 and hsg test for occlusion ((B)(6)2009) are conflicting data) diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6)2016: assessment: normal results: normal. Hysterosalpingogram - on (B)(6)2009: results: bilateral fallopian tubes occlusion. Hysteroscopy - on(B)(6) 2016: results: no fibroids or polyps seen. Ultrasound pelvis - on (B)(6)2015: assessment: normal results: normal, essure coils visualized. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received. Event added: abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('dysfunctional uterine bleeding/heavy uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2016, hysteroscopy, dilation and curettage with endometrial ablation). Essure treatment was not changed. At the time of the report, the abnormal uterine bleeding, pelvic pain and abdominal pain had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff continues to suffer from abdominal pain and dysfunctional uterine bleeding caused by the implantation of the essure device (please note: reported implantation date (B)(6) 2010 and hsg test for occlusion ((B)(6) 2009) are conflicting data) diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: assessment: normal results: normal. Hysterosalpingogram - on (B)(6) 2009: results: bilateral fallopian tubes occlusion. Hysteroscopy - on (B)(6) 2016: results: no fibroids or polyps seen. Ultrasound pelvis - on (B)(6) 2015: assessment: normal. Results: normal, essure coils visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received: reporter information, patients' date of birth were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding/heavy uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2016, hysteroscopy, dilation and curettage with endometrial ablation). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, pelvic pain and abdominal pain had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff continues to suffer from abdominal pain and dysfunctional uterine bleeding caused by the implantation of the essure device (please note: reported implantation date (B)(6) 2010 and hsg test for occlusion ((B)(6) 2009) are conflicting data) diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: assessment: normal results: normal. Hysterosalpingogram - on (B)(6) 2009: results: bilateral fallopian tubes occlusion. Hysteroscopy - on (B)(6) 2016: results: no fibroids or polyps seen. Ultrasound pelvis - on (B)(6) 2015: assessment: normal results: normal, essure coils visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding/heavy uterine bleeding") and pelvic pain ("pelvic pain") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016, hysteroscopy, dilation and curettage with endometrial ablation). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, pelvic pain and abdominal pain had not resolved. The reporter considered dysfunctional uterine bleeding, pelvic pain and abdominal pain to be related to essure. The reporter commented: plaintiff continues to suffer from abdominal pain and dysfunctional uterine bleeding caused by the implantation of the essure device. (Please note: reported implantation date (B)(6) 2010 and hsg test for occlusion ((B)(6) 2009) are conflicting data). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: hysterosalpingogram result was bilateral fallopian tubes occlusion. On (B)(6) 2015: ultrasound pelvis result was normal, essure coils visualized (normal). On (B)(6) 2016: biopsy endometrium result was normal (normal) and hysteroscopy result was no fibroids or polyps seen. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed dysfunctional uterine bleeding/heavy uterine bleeding and pelvic pain. She was submitted to a dilation and curettage with endometrial ablation, but her bleeding persisted. These events are anticipated according to essure's reference safety information. Abnormal uterine bleeding and pelvic pain may occur as a consequence of several gynecological conditions, including fibroids and polyps. In this particular case, patient underwent a hysteroscopy and endometrial biopsy and no alternative explanation was found for her symptoms. Considering pelvic pain and uterine bleeding can occur during essure therapy and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.